Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber malfunctioned. It was noted that this fiber affected the debris shield. The procedure had to be cancelled due to this event and the patient was under general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber malfunctioned. It was noted that this fiber affected the debris shield. The procedure had to be cancelled due to this event and the patient was under general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.